Event description:
Reportedly, the platinum device (sn (B)(6) could not be interrogated properly with two different st xt programmers. Interrogations with o+ is pending. Parameters, e.g. Patient name, was not visible at times. No parameters could be programmed.

Manufacturer narrative:
Please refer to the attached report, upon reception, the returned smarttouch tablets were analysed, and the reported issue could not be reproduced. Further analysis of the data confirmed the reported event as some errors were found in the log files. Nevertheless, the origin of these errors could not be determined. The tablets followed the repair workflow and were updated by the new version of the software. This case is recorded for trending purposes.

Event description:
Reportedly, the platinum device (B)(6) could not be interrogated properly with two different st xt programmers. Parameters, e.g. Patient name, were not visible at times. No parameters could be programmed. Interrogation with o+ was successful.